Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge while the customer was asleep. A supply change was performed resolving the issue. Customer's blood glucose level was 400 mg/dl.